Event description:
A malfunction alarm, specifically malfunction 12, was reported. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their blood glucose exceeded 500 mg/dl. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was allowed to continue using the pump and was advised to contact if any issues reappeared, which the customer acknowledged and understood.